Event description:
Boston scientific received information that high out of range shock impedances were triggered on this device. A request for analysis of the data was sent to technical services. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed troubleshooting to determine the root cause of the case. Also noted that pace impedances are stable with one recorded out of range shock impedance measurement, while all of the other measurements are within normal range. Technical services noted that if no noise can be induced and the continuous shock impedance remains stable, normal follow up was recommend. Should additional information become available this investigation will be updated. Additional information noted that an alert was triggered due to low out of range shock impedances. At this time the system remains implanted and the patient will be monitored normally.